Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient reported the battery rapidly depleting of charge after charging the implantable neurostimulator (ins). The patient let the ins run empty multiple times and let it stay empty for months at a time. The patient reported that their ins had been reset at least twice in the past. No diagnostics were taken as the ins was unable to be interrogated on (B)(6) 2018 and it was confirmed to be currently depleted of charge. The health care provider (hcp) was discussing ins replacement and a surgical intervention was planned. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that they had an op-note ¿from a few years ago¿ indicating that the patient had a ¿failed pulse generator¿. No further complications were reported/anticipated.